Manufacturer narrative:
Bd has determined that this issue was confirmed as user related and not reportable. This report is being submitted as additional information. The reported issue was confirmed user related. The root cause of the reported issue is due to user not adding cleaning solution to water prior to filling. They drained the reservoir and was trying to refill it, but it was not taking up any water. Per follow up, they confirmed cleaning solution had not been added to the water. After adding solution, device refilled without issue and passed calibration check. Device back in service. No patient involved at the time of the malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The labeling is found to be adequate as the instructions for use state: fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by biomed stated that they performed the preventive maintenance on arctic sun device. They drained the reservoir and was trying to refill it, but it was not taking up any water. Per follow up information received via phone on 11dec2024, they confirmed cleaning solution had not been added to the water. After adding solution, device refilled without issue and passed calibration check. Device back in service. No patient involved at the time of the malfunction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. Section e: the complete initial reporter phone # is (B)(6) ext (B)(6) h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by biomed stated that they performed the preventive maintenance on arctic sun device. They drained the reservoir and was trying to refill it, but it was not taking up any water.